Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 32 to 35 mg/dl at the time of the incident. The customer was at 157 mg/dl after being treated for the low. The customer was given food, glucagon, and intravenous dextrose to treat. The customer experienced symptoms such as a seizure. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer alleged the pump was over delivering as the sensor glucose dropped below 50 mg/dl but no alerts were received. Troubleshooting was completed but did not resolve the issue. The customer reported calibrate now, lost sensor, and change sensor alarms. The customer had a ruptured achilles tendon and was not working. The insulin pump, transmitter, reservoir and infusion set will be returned for analysis. Ozp-mmt-7020-snsr. Unomed set.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No over delivery anomaly or under delivery anomaly noted. Device communicated properly with the guardian link and the test plug. No device or sensor communication anomaly, lost sensor alarm or change sensor alarm noted during testing. Device uploaded properly using carelink. Device had minor scratched display window, scratched case, scratched keypad overlay, pillowing keypad overlay and cracked retainer. (B)(4).